Manufacturer narrative:
(B)(4). Batch #unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Upon visual inspection of one photo, the following was observed: the photo shows a device from top view with no reload loaded and the firing trigger can be seen broken. Based on the photo, the event described is confirmed, however, no conclusion or root cause could be determined. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic appendectomy, while firing across the appendix, the stapler was difficult to close. Surgeon attempted to fire with the firing handle, but it broke in the surgeon's hand. Nothing fell onto the patient. Staples still fired, but the knife blade did not. A new ats45 was opened and fired distal to the previous staples correctly. There were no patient consequences.